Event description:
The manufacturers service representative reported the blower would not start and needed to be replaced. Followup information was not provided.

Event description:
The international customer reported the ventilator alarmed at startup due to a vent inop air valve liftoff failure. Device evaluation and service is pending.

Manufacturer narrative:
Device evaluation & service pending.